Manufacturer narrative:
The instrument did not show any error message. The customer called the bci call center and was instructed not to run the instrument and to use proper personal protective equipment (ppe). A field service engineer (fse) was dispatched and inspected the instrument: the fse verified a blood spill at base of atm assembly due to blocked nrbc mix chamber drain blockage. The fse replaced the nrbc mix chamber. All biohazard fluid was cleaned and the surfaces were decontaminated. The root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that there is a leak inside the unicel dxh 800 coulter instrument forming a puddle at the bottom, inside the unit. Customer indicated that there is a slight pink color to it. The customer reported that the 5c cell controls were run prior to and after they noticed the leak and checked that all control values passed both times. The lab does not know exactly what time the actual leak began. No samples are being run on this unit. The operator was wearing gloves, lab coat, and goggles. There was no exposure to open wounds or mucous membranes. The customer did not seek medical attention.